Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under infused. It was reported that during infusion of fluorouracil at 5.2 ml/hr at forty-six (46) hours, approximately 30 ml out of 240 ml was left in the bag at the end of infusion. No adverse patient effects were reported.